Event description:
The customer reported the sensor being difficult to remove from his body, and that the sensor cannula appeared to be shorter after it was removed. The customer's blood glucose value was not reported. The sensor will be replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.